Event description:
It was reported that the customer had many reservoirs that leaked. The customer's blood glucose level was unknown. Customer states the leaks occurred after a day of use. Troubleshooting was not performed, but the reservoirs will be replaced. No further information was provided.

Manufacturer narrative:
Evaluated three random sealed reservoirs and checked o-rings/stopper groove for anomalies and none were found. Ran basal bolus leaking test, reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into insulin pump. The conclusion reservoirs did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.